Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) balloon leaks blood into the machine. There was no patient injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse stated that the blood had gone up to k3 and k5. The fse replaced the crm assembly, the purge valve assembly, and the blood detect tubing. Function tests were performed and passed. The pressure transducer was calibrated and was within normal limits. A balloon was tested. The unit could be used normally.